Manufacturer narrative:
Evaluation of the returned red68 confirmed that the catheter was fractured, and the distal fractured segment was not returned for evaluation. Further evaluation revealed stretching near the fracture and the internal coil winds were unraveled. Based on the reported event, this damage may have occurred during manipulation against resistance and subsequent removal of the device stuck within the microcatheter. If the device is retracted against resistance, damage such as stretching, and a subsequent fracture may occur. The root cause of resistance could not be determined. Further evaluation revealed kinks on the catheter. This damage was likely incidental to the reported complaint and likely occurred during packaging for return to penumbra. Evaluation of the non-penumbra microcatheter revealed that the device was unable to be removed from the returned red68 initially due to the rhv not being unfastened. After unfastening the luer, the non-penumbra microcatheter was able to be removed from the red68 without an issue. Evaluation revealed kinks and ovalization on the non-penumbra microcatheter. This damage was likely incidental to the reported complaint and likely occurred during packaging for return to penumbra. During evaluation, the non-penumbra guidewire was advanced through the non-penumbra microcatheter without an issue. Subsequently, the devices together were advanced through a demonstration red68 without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a non-penumbra microcatheter, a non-penumbra guide catheter, and a guidewire. During the procedure, the physician experienced resistance when the red68 and the microcatheter were advanced together approximately fifteen centimeters out of the distal end of the guide catheter. The physician then attempted to retract the red68 and the microcatheter and reported that they were stuck. Therefore, the red68, the microcatheter, and the guide catheter were removed together from the patient. After the red68 was removed from the sheath, the physician noticed it was fractured into two pieces at the distal end. The procedure was completed using other devices. There was no report of an adverse effect to the patient.